Event description:
It was reported that the right ventricular (rv) lead exhibited out-of-range shock impedance measurements. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited out-of-range shock impedance measurements. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead shock impedance was greater than 200 ohms. They reprogrammed to a different tachy vector and the issue was resolved. No adverse patient effects were reported.